Event description:
The end user alleges while operating the motorized wheelchair in reverse on a steep embankment, the unit went over onto its side and the end user fell out of the seat allegedly fracturing his hip. The end user admits that he was not wearing the seat belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. The end user reported he was operating the motorized wheelchair on a steep embankment without the use of a seat belt. Hoverround's owner's manual warns end users, "do not attempt to climb steps greater than 1.5 inches in height or operate on unstable surfaces", and "always use the seat belt".